Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's driveline exit site showed increasing discharge and slight bleeding on (B)(6) 2020. Infectious disease (ID) specialist was consulted, cultures were taken, and patient was started on cotrimoxazole 80/400mg and doxycycline 100 twice a day was for a week. The culture was reported negative with rare gram positive cocci. On (B)(6) 2020 ID specialist visited again and took additional cultures due to the increased discharge and to rule out (B)(6). Both doxycycline and cotrimoxazole discontinued and linezolid was administered twice per day for 5 days. On (B)(6) 2020 the patient was visited by ID specialist again, and cultures were repeated for the third time. Linezolid 600mg was administered twice a day for the next ten days. On (B)(6) 2020 the account consulted for advanced driveline infection management. It was advised to admit the patient for 7-14 days for intravenous (i.v.) Antibiotic therapy with continued daily cleaning and dressing changes. An absorbent silver was also recommended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The hm3 lvas instructions for use (IFU) lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.